Manufacturer narrative:
(B)(4). As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sheeting of a homechoice cassette leaked during priming. The patient was not connected at the time of the event. The leak was reported to be from the patient line. The patient also reported that the cassette was leaking from the sheeting but was unable to see the leak in the sheeting. The technical service representative assisted the patient in ending therapy and the patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.